Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow. Neonatal pads in use. Water flow rate (wfr) was 0.9 l/m. Walked through stop therapy, empty and disconnect pads. Reconnected using proper technique and straightened lines. Restarted therapy. Water flow rate (wfr) was stabilized at 0.8 l/m. Encouraged to call back if they receive any additional alerts or if water flow rate (wfr) was dropped below 0.7 l/m. Nurse states device was alarming fluid delivery line (fdl) open, s/n (B)(6)). They had tried emptying the pads. Confirmed therapy has been running for about 42 hours. Current water flow rate (wfr) was 0.8 l/min. Had nurse stop therapy, empty pads, and disconnect. Had nurse confirm all tubing was straight with no kinks. Informed nurse to reconnect pads with proper technique, nurse would try a different port on fluid delivery line (fdl) as well. Nurse resumed therapy, after a few minutes water flow rate (wfr) was fluctuating between 0.9-1.1 l/min. Alarm did not return while on the phone. Nurse noted it did have a yellow banner that says low air leak but was not alarming. Discussed flow rate and heater command correlation. Informed nurse could try testing the device in manual control to rule out device versus pad. Nurse would keep an eye on the flow rate and call back if it dropped below 0.7 l/min or device alarms. Per follow up information received via task on (B)(6) 2026, spoke with nurse who said doctor ordered replacement of the pad due to fluctuations and repeated returning alarms. The pad was exchanged and the flow rate stabilized around 1.3 lpm. There was still a low flow banner that stayed on the screen but no further alarms. The faulty pad was still behind the main desk.